Event description:
It was reported that patient had a damaged outer layer of their modular cable. The material felt brittle in many parts. No technical issues were noted. The cable was replaced but it was reported that it was difficult to open the screw of the modular cable connector, not on the pump side, the modular cable side only. The help of a clamp and a counter-clamp was necessary as the connection sticked together very strong. Visually no direct root cause was seen afterwards. It was noticed that in the first 2-3 mm of the connector of the cable was filled with dirt and many depositions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.